Event description:
Report received of an over-delivery in biomedical testing. It was reported that the pump was being tested in routine preventative maintenance testing and over-delivered. There was no event with a pt while the device was in use with a pt.